Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2025 the patient reported persistent paresthesia which resolves on its own. On (B)(6) 2025 they reported persistent numbness secondary to probable granuloma; no action was taken. On 2(B)(6) 2025 they reported no further report of paresthesia. The event was resolved without sequelae.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient reported no improvement to symptoms with persistent tingling from his left chest wall to his left knee. The catheter was explanted with replacement.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2007, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2007: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 19-sep-2009, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded baclofen and bupivacaine via an implantable pump. It was reported that the patient had lower body weakness, left chest wall and left lower extremity numbness. The it rate was decreased. An MRI revealed possible inflammatory mass/granuloma at catheter tip. A catheter revision was ordered.